Event description:
It was reported that several luer connectors were lost due to difficulty connecting them properly, which led to early replacement and a request for a replacement order. Symptoms included no reported clinical effects. Outcomes included no reported impact such as medical intervention, hospitalization, or therapy change. Investigation included troubleshooting and user education over the phone, with no device alerts or alarms reported. Investigation of this case revealed user handling and connection technique issues associated with the connector component, with no evidence of device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.